Event description:
Same case as MDR 2134265-2014-00731. It was reported that the stent was damaged. The lesion being treated was located in the left anterior descending artery. The physician predilated then advanced a 3.00x28mm promus element stent delivery system (sds) to the target lesion. However, the sds was unable to cross. It was then noted that the stent was damaged. The sds was successfully remove. Then, the physician advanced a 3.00x20mm promus element sds to the target lesion however the sds was also unable to cross the lesion. It was then noted that the stent was damaged. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal side. Struts on the most proximal row were flared. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked 125mm from the manifold strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2014-00731. It was reported that the stent was damaged. The lesion being treated was located in the left anterior descending artery. The physician predilated then advanced a 3.00x28mm promus element stent delivery system (sds) to the target lesion. However, the sds was unable to cross. It was then noted that the stent was damaged. The sds was successfully remove. Then, the physician advanced a 3.00x20mm promus element sds to the target lesion however the sds was also unable to cross the lesion. It was then noted that the stent was damaged. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported.